Event description:
Customer reported a light anesthesia case. There was no reported patient injury. Investigation/conclusion: the unit was returned to the manufacturing site for investigation. The unit was tested and failed the external leak test. It was further determined that the actuator settings were out of specification and the left actuator was missing the locknut. The failure of the product has resulted from lack of maintenance. Datex-ohmeda recommends the tec 5 vaporizer be returned for routine maintenance and calibration every 3 years, as stated in the tec 5 operation and maintanance manual. According to datex-ohmeda records, this unit has not been serviced by datex-ohmeda since it was manufactured in 1997.